Event description:
It was reported that an infection had occurred. The pump wasn¿t able to be filled for three months because of the infection. The type of medication being delivered via the device system at the time of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported the infection had developed around the pump. On 2011-(B)(6) surgery occurred to place a drain in the patient¿s back for the infection which was what delayed filling of the pump with pain medication. Additional information has been requested, but was not available as of the date of this report.